Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16887621.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. During the revision procedure, high impedances were noted on the lead upon plugging into the new ipg and impedances did not clear despite troubleshooting. The physician went to loosen the set screw port and the lead tail would not release from the ipg. The physician then had to pull and the lead fractured. The physician opted to replace the lead and used another ipg. The patient was doing well postoperatively with good coverage of all pain areas. The explanted device components were not returned.

Manufacturer narrative:
The returned paddle lead (sc-8216-50, sn: (B)(6)) was analyzed and the complaint of high impedances and the inability to remove the lead proximal array from the ipg port have been confirmed. It appears that the lead proximal end was not fully inserted into the ipg port when the set screw was tightened, which causes the setscrew to crush the contact and the inability to remove the lead from the ipg port. When the lead is not fully inserted into the ipg port, it causes the misalignment of the contacts, resulting in high impedance readings.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. During the revision procedure, high impedances were noted on the lead upon plugging into the new ipg and impedances did not clear despite troubleshooting. The physician went to loosen the set screw port and the lead tail would not release from the ipg. The physician then had to pull and the lead fractured. The physician opted to replace the lead and used another ipg. The patient was doing well postoperatively with good coverage of all pain areas. The explanted device components were not returned.